Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: post operatively, the suture did not dissolve. The patient complained skin closure stitches are sore, prickly and they are associated with redness and some pus discharge. Patient status : unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.